Event description:
This customer reported that the device rebooted during pt care. There was no negative pt impact.

Manufacturer narrative:
(B)(4). The customer evaluated their own device. The battery in use was a few months old and their use model is to use one battery. The device passed all testing done by the customer. A new battery was placed in the device at the discretion of the customer. The customer reseated the new battery in the device and believes that the battery may not have been fully seated in the defibrillator at the time of the reboot. The customer has had no further problems and declines any further eval by philips. As there is no info supporting a malfunction of the device we are considering that an incompletely seated battery resulted in the reboot symptom.